Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported that a ventilator had a touchscreen malfunction. The device was not in use on a patient. No patient or user harm was reported. The customer stated they tried several times to calibrate the touchscreen, but it keeps failing calibration. The remote service engineer (rse) advised replacing the touchscreen. Further information is pending.